Event description:
Customer reported trouble with reservoir. While customer was changing infusion set she noticed it was wet inside the reservoir chamber. Customer's blood glucose at the time of call was 202 mg/dl. Reservoir had leaked passed the o-rings. The customer no longer has the reservoir with her, she tossed it. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.